Event description:
It was reported that during a da vinci-assisted ureter lithotomy procedure, error 23000 occurred pointing to arm 1. Technical support engineer (tse) asked the customer to move arm 1 in all directions but there was resistance. Tse proposed them to use arm 3 to continue the procedure. However, arm 3 did not work properly. The surgeon elected to convert the procedure to laparoscopy. There was no reported injury. Isi followed up with the clinical sales representative and gathered the following additional information: it was planned to convert to laparoscopy to complete the surgery. The issue did not have any impact on the surgery. It was at the very end of the procedure when removing the instrument. The procedure was completed.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse identified 319 faults on armnet #3. The fse removed and replaced the universal surgical manipulator (usm) on armnet #3 ( p/n 380647). System testing and ready for use. Intuitive surgical, inc. (Isi) received the parts involved with this complaint and completed the device evaluation. Failure analysis (fa)confirmed the customer reported complaint. Visual inspection found the rolling loop assembly was wavy and was starting to walk off fiber cable which possibly triggered the 319 error in the field. As a fix the rolling loop harness assembly will be replaced. The 32097 error was a sympathetic error from 319 error no additional repair is needed and rolling loop replacement will fix this issue as well. The unit passed direction test, sine cycle, carriage lissajous, carriage switches, check cannula, fiber test, sensor check, insertion buttons, carriage strength, all carriage friction tests, all brake tests, but failed pitch friction very slow speed and low speed and yaw friction very slow speed on pftp.